Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline breast prosthesis, catalog #3502325, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 325cc saline breast prostheses. Patient reported pain under her armpit and sharp pain in the breast area. Pain was reported in both sides. Patient feels her muscle pulling under her arm from her implants. Patient visited a doctor and was told that her muscle in not intact. Appearance of the breasts was also noticed to be different. Additionally, patient reported that she might have capsular contracture (baker grade unknown) in her right breast. She also stated that she has had health issues since the augmentation surgery. At the time of this , mentor reporter has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.